Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, subsequently an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 258 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.